Event description:
Procedure: lap sigmoid. According to the reporter: there where "problems while firing" it was very hard to open the instrument. The instrument was cut off of tissue and the bowel was repaired again and the second instrument and third instrument were applied. About 15 minutes added to procedure. There was no extra bleeding during the case. The instrument was applied on what was described as "normal" tissue. There was no patient injury reported.